Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power error. The internal power source is unable to charge. The insulin pump is returning. The customer's blood glucose was 80 mg/dl.

Manufacturer narrative:
Pump error due to connector resistance issue.